Event description:
Fluoroscopically and dynact guided biopsy of a lesion of the left proximal femoral diaphysis was being performed via a lateral approach in interventional radiology. The abnormal medial cortex was biopsied with a bonopty biopsy set and 7 cores were obtained. During the last core, the tip (3-4 mm) of the 14 gauge bonopty biopsy needle broke off in the medial cortex. The remainder of the needle was removed. The broken tip remained completely within the medial cortex and abuts the medullary cavity with no part of the fragment protruding from the bone. These findings were discussed with orthopaedics.